Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer was slow to boot up; hard drive was reconfigured and software reloaded to resolve issue. Analysis found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Concomitant medical products: product ID 229047 analyzer. (B)(4).

Event description:
It was reported the programmer was slow. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.